Manufacturer narrative:
Sample is indicated as available for return. As of the date of this report, sample has not been returned. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
PICC line neutron found filled with fluid at 23:00h. Dressing removed and extension piece changed. At 04:15 care; bed completely soaked with IV fluid and PICC dressing wet/unsticking. Dressing removed and PICC extension found to be cracked. PICC later also found to be cracked. PICC line had to be removed and took 5 attempts for piv. Fellow called and made aware, came to remove PICC. Piv inserted.

Event description:
PICC line neutron found filled with fluid at 23:00h. Dressing removed and extension piece changed. At 04:15 care; bed completely soaked with IV fluid and PICC dressing wet/unsticking. Dressing removed and PICC extension found to be cracked. PICC later also found to be cracked. PICC line had to be removed and took 5 attempts for piv. Fellow called and made aware, came to remove PICC. Piv inserted.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.